Event description:
It was reported by service report that there is fluid intrusion in the mattress. The customer reported that they did not know if there was no pt involvement; however, no adverse consequences were reported.